Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) and was asked to shut down the cv-190 and the light source, then wipe the gold contacts of the scope and the socket. After that was done, the customer was asked to try again and confirmed the issue had gone away. There may have been some foreign matter on the socket or contacts that did not allow the communication to flow through correctly. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device received a b30 error message. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.